Manufacturer narrative:
Product ID 3093-28, lot# v550364, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. She experienced 100% symptom relief from (B)(6) 2012 and a loss of symptom control after that with a return of incontinence once at nighttime and then a couple of times during the day. The patient had an appointment at her physician's office on (B)(6) 2012. The patient was using program 2 at 0.3 volts. If she went higher than 0.4 volts, it was too strong. She could not feel the stimulation on program 1 or on program 4. She felt no stimulation on program 3 at 0.2 volts, but any higher and the stimulation was uncomfortable. Additional information received reported that the patient's therapy was "not working" and that she was leaking. No abnormal impedances were reported. Hospitalization was not required for this event and the patient outcome was no injury. The patient kept bladder log for 7 days with the device on and 7 days off. When the device was off, she went to the bathroom all the time and was up 3-4 times at night. When the device was on, she went less frequently during the day and was able to make to the bathroom and only up 3 times at night.